Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This product is available for evaluation but it has not yet been received. Additional information will be submitted within thirty days upon receipt.

Event description:
The report received from india associated the luer hub of a cypher stent delivery system with a crack. The cypher was easily delivered to the unknown target lesion, however, as he went to connect the inflation device to the proximal hub, he noticed a crack in it. He then withdrew the entire system and deployed a different cypher.